Event description:
The customer reported that the system displayed a pre-charge voltage error message. This error message will likely prevent the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system batteries were replaced. The system was then found to be operating as intended.